Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part # 391.98 lot # t106921, manufacturing date: 22-dec-2014 review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the, material, components and final product met inspection records, certification. All (B)(4) parts of the lot were checked 100% for ctq features and for function at the final inspection on 19-dec-2014. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial radial head replacement surgery on (B)(6) 2016, the surgeon was trying to cut the plate when the plate cutter broke. No fragments were generated. An alternative instrument was used. There was no issue with the plate and it was implanted. Then, while inserting a screw, the stardrive screwdriver shaft twisted. The surgeon used another stardrive screwdriver shaft and the same issue occurred again. Another screwdriver was used to implant the screw. There was no issue with the screw. A 1.1mm drill bit broke while drilling a pilot hole in the plate screw hole. The fragment was easily retrieved. Another drill bit was used. There was no issue with the plate. There was no surgical delay or patient harm and the remainder of the procedure was completed successfully. Patient outcome is stable. This complaint involves four (2) devices. Concomitant devices reported: unknown plate (part # unknown, lot # unknown, quantity #1), unknown screw (part # unknown, lot # unknown, quantity #1). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product investigation was completed: part # 391.98 was returned for evaluation. This complaint is confirmed, as a section has sheared off one of the cutting surfaces. The sheared off fragment was not returned for evaluation. The sheared off section is approximately 7mm x 2mm as measured with calipers ca592 and with reference to the product drawing. A definitive root cause was not able to be determined. However, the complaint condition was most likely caused by excessive force or cumulative damage over lifetime of the device. It is not likely that the design of the instrument contributed to this complaint. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.